Event description:
During a right lower lobectomy procedure, the clips jumped out without forming. The surgeon applied another device without patient injury.

Manufacturer narrative:
7/22/97-supplemental report #1 submitted to FDA.